Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the event occurred over the weekend on (B)(6)2017. The rep reported the replacement surgery occurred on (B)(6)2017. It was reported the low battery alarm was occurring and the pump was in safe state. The healthcare provider did not want the pump sent in for analysis and it was disposed at the surgery center. It was noted the patient was doing well both pre and post op. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported a critical alarm was occurring. It was unknown what factors may have caused, contributed, or led to the event. It was unknown what troubleshooting/diagnostics were performed. Pump replacement was scheduled for (B)(6) 2017. It was noted that the issue was not resolved at time of report. The patient's status at time of report was asked, but unknown. It was noted that surgical intervention did not occur, but was planned and scheduled for (B)(6) 2017. The patient's weight was unknown. No further complications were reported/anticipated.